Event description:
The hosp emergency room staff attended to a pt diagnosed in respiratory arrest. An attempt was made to use the device to monitor the pt's electrocardiogram using a pt cable. The device allegedly displayed only artifact in lead ii. A backup device was made available and used. The pt was resuscitated.